Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead dislodged, causing loss of capture. The lead remains in use, with plans for lead revision. No further patient complications have been reported as a result of this event.